Event description:
Discordant, falsely elevated troponin results were obtained on multiple patient samples on an advia centaur xp instrument. The patient samples were reported to the physician(s), who ordered coronary angiography testing for four of the patients. The samples were repeated on an alternate advia centaur instrument and resulted lower. A coronary angiography was performed on one of the patients. The other three patients did not undergo coronary angiography testing. It is unknown if there were any adverse health consequences due to the discordant, falsely elevated troponin results.

Manufacturer narrative:
The initial MDR 2432235-2014-00226_s1 was filed on march14, 2014. Additional information (02/18/2014): there were additional discordant results obtained on the instrument on 02/17/2014, prior to siemens being notified and service being dispatched to the customer site. Correction: the initial MDR states that siemens became aware of this event on 02/12/2014. Siemens was notified about the discordant results from 02/12/2014 and 02/17/2014 on february 18, 2014.

Event description:
Additional discordant, falsely elevated troponin results were obtained on the advia centaur xp instrument days later (02/17/2014) and prior to the customer notifying siemens and having service dispatched to the customer site. Some of the discordant results were reported to the physician(s), although it is unknown which ones were reported. No patients were treated based on the discordant results. The samples were repeated on an alternate advia centaur instrument and resulted lower. It is unknown if the repeat results were reported to the physician(s).

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, it was determined that the wash reservoir had emptied, but the wash sensor did not detect that the reservoir had emptied and continued to process patient samples. The cse replaced the wash sensor. The cause of the discordant, falsely elevated troponin results was a malfunction of the wash sensor. This instrument is performing according to specifications. No further evaluation of this device is required.